Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the shutdown during the case could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During device evaluation, the customer¿s allegation was not confirmed. The evaluation found minor cosmetic wear and tear. The front panel was slightly discolored, but it did not affect functionality. In addition, the scope socket was faulty and had dusty and corroded pins. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source had no power and shut down in the middle of a diagnostic colonoscopy procedure. There was no error message prior to going dark. The device would not turn back on by pushing the button. There was a 15-minute delay. The procedure was completed with a similar device. There were no reports of patient harm.